Event description:
A customer contacted beckman coulter inc. (Bci) and stated that they found 1/2 inch of fluid on the tray below the bottom of reagent carousel in unicel dxc 800 pro synchron clinical system. No injury was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) checked reagent carousel drain lines, fittings and gravity drain; no pinching or plugs were found. The fse verified repairs per established procedures a clear root cause has not been determined for this event.